Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell 4 of 4, while the hp was connected. The hp disconnected from the hc and then reconnected possibly causing air to enter the system. The technical service representative (tsr) explained the system error and assisted the hp with clearing the alarm so that the cassette and the bags could be removed. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. This complaint is for a use error that occurred when the home patient disconnected and reconnected during therapy and may have introduced air into the system. Proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide which is shipped with every homechoice device. The guide details the proper steps for disconnecting and reconnecting during therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.